Event description:
It was reported that during the procedure, after performing pre-dilatation with a 2.0x15 trek balloon dilatation catheter in the heavily tortuous distal right coronary artery with the target vessel size of 2.75x25 millimeters, a 2.75x28 vision stent delivery system was advanced toward the mildly calcified, eccentric lesion, but was unable to cross the lesion. The vision was withdrawn from the anatomy, with some resistance, and it was noted that both the proximal and distal ends of the stent were flared. The physician indicated that strong resistance was felt just proximal to the target vessel, where there was heavy tortuosity. The procedure was completed, without issue, using a non-abbott stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.